Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported: : the auto-charting made that strictly the same data were transferred to the intellispace critical care and anesthesia (icca), while this varies on the respirator (in particular for the measured data). So incorrect data in icca, and the data has to be corrected manually, despite the burdensome covid situation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The auto-charting made that strictly the same data were transferred to the intellispace critical care and anesthesia (icca), while this varies on the respirator (in particular for the measured data). So incorrect data in icca, and the data has to be corrected manually, despite the burdensome covid situation.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.